Manufacturer narrative:
(B)(4). Please see MDR#3010532612-2019-00153 ((B)(4)), MDR#3010532612-2019-00141 ((b)((4)), and MDR#3010532612-2019-00134 ((B)(4)) for reference as the complaints involved the same patient.

Event description:
It was reported that during use of the intra-aortic balloon pump (iabp), when the iab was inserted into the patient, the staff experienced a high baseline alarm and helium loss alarm from the pump. The clinical support specialist (css) walked the registered nurse (rn) through performing a leak test, but the alarm continued. As a result, the pump was swapped out for another. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the high baseline/helium loss alarm is confirmed based on the recorder strips provided. The pump was returned in its entirety to teleflex chelmsford and passed functional checkout. The reported alarm could not be duplicated during functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: please see MDR#3010532612-2019-00153(tc1900068267), MDR#3010532612-2019-00141(tc1900068420), and MDR#3010532612-2019-00134(tc1900068214) for reference as the complaints involved the same patient.

Event description:
It was reported that during use of the intra-aortic balloon pump (iabp), when the iab was inserted into the patient, the staff experienced a high baseline alarm and helium loss alarm from the pump. The clinical support specialist (css) walked the registered nurse (rn) through performing a leak test, but the alarm continued. As a result, the pump was swapped out for another.there was a report of delay in therapy. There was no report of patient complication or serious injury and death.